Event description:
The user facility reports event in which there was clotting in the bloodline which resulted in discarding the extracorporeal circuit and ebl = 250cc. No patient injury or need for medical intervention is reported. Several additional similar events are also reported, however, no incident details are available. Information provided by the user facility indicates that staff failed to follow instructions for use which accompany the product. These instructions provide written and illustrated directions for chamber levels to be maintained during treatment which were not followed. This report is being filed as an adverse event solely to comply with the FDA's blood loos policy.